Manufacturer narrative:
Analysis of the extension found no anomaly. The proximal end was ok, and setscrew marks were observed in the correct location. The conductors, crimp sleeve, and outer insulation were ok. Suspected body fluids were observed in the extension. The distal end was ok. Continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an implantable pulse generator (ipg) replacement, impedance measurements for extension contact 3 against contact 2 gave a reading of 44 ohms. All other contacts had normal impedances. Impedance measurements with an alligator clip cable and external neurostimulator at the extension low profile connector gave too low impedance for contact 3 against contact 2. Impedance measurements at the electrode indicated no problem. The extension and ipg were replaced. It was reported that there was no injury, and the pt was profiting from the therapy. Info pertaining to the ipg replacement will be reported in a separate manufacturer report.